Event description:
It was reported the programmer would not turn on. A different power cord was tried, with the same result. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Programmer would not turn on; power supply found out of electrical specification. Printer drawer is damaged. Left keyboard hinge, right display screen hasp, and display rear cover are broken. Programmer is missing keyboard and keyboard slide plate. Power cord bay door has a broken latch. Programmer system fan is noisy. System errors found in the programmer error log.